Manufacturer narrative:
Product ID (B)(4) serial# (B)(4). Implanted: (B)(4) 2013 explanted: (B)(4) 2018 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the possible catheter issue was first noticed (B)(4) 2016. It was noted the patient had a fall and a side port aspirate was done on (B)(4) 2016 and checked again on (B)(4) 2016 and no fluid was obtained, but when the rate was decreased the patient became symptomatic. The cause of the inability to aspirate the catheter access port (cap) was an obstructed catheter. On (B)(4) 2016 the routine baclofen rate was increased due to increased spasticity and then the patient did not have symptoms again until (B)(4) 2018 when they had symptoms of withdrawal. The event was resolved, and the patient had a total pump revision on (B)(4) 2018. The patient¿s weight at the time of the event was (B)(4) pounds. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen at an unknown concentration and dose via an implanted pump for intractable spasticity. It was asked and unknown when the event/difficulty occurred. It was reported the doctor thought something could possibly be wrong with the catheter. The doctor tried to aspirate from the catheter access port (cap) and could not. The patient was now on more oral doses of baclofen. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included trying to aspirate from the cap and that was unsuccessful. It was noted a catheter revision was needed to solve the issue. Surgical intervention had not occurred, but was planned and scheduled for (B)(6)2018. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to be obtained, and not available.¿ the patient¿s weight and medical history were ¿asked, but unknown.¿ no further complications were reported/anticipated or expected.